Event description:
Customer reported a past high blood glucose event with the highest level displayed as "high," but the specific value was unknown. Cause was not known. The customer resolved the high blood glucose by administering a correction injection via multiple daily injections (mdi) and was advised by technical support to consult with a healthcare professional for further evaluation.